Event description:
During surgery on (B)(6) 2017, a surgeon inserted drill-1.6/095 (lot#196758) over a bent k-wire, and the drill split open at the bend in k-wire, outside the bone. The drill and k-wire were removed, and the rep confirmed that there were no broken pieces or debris created from the drill splitting. This is the first occurrence of this kind for this type of product.